Manufacturer narrative:
According to the information received, this case would be related to the vascular occlusion. Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of products. Of note, rha redenisty is not indicated for this area in the us.

Event description:
Primevigilance notified teoxane of an adverse event on (B)(6) 2024. The patient was injected on (B)(6) 2024 with 1 ml of rha redensity in the lips. The injection was done with a cannula using the retrotracing technique. Before the procedure, the patient received lidocaine and an epinephrine injection near to the oral commissures.  The medical history of the patient mentioned hypothyroidism and several medications: levothyroxine (synthroid) and plexus in addition to multivitamins, vitamin c, and vitamin d five minutes after the injection, on (B)(6) 2024, the injector noticed that lips started turning pale and capillary refill slowed. The patient felt ''numb''. A vascular occlusion was diagnosed. The patient was under observation for 1.5 hours. During this time, as a treatment, the injector used 1 ml of hyaluronidase (hylenex) on the left side of the perioral area via cannula and gave a warm compress. After that, the affected area and capillary refill improved. The injector massaged the affected area, and then the area became white again, but the capillary refill was good. An additional 0.5 ml of hyaluronidase (hylenex) was used, and the lips returned to their pink color. Around 1.5 hours after the treatment, the injector noticed bruising on the right upper lip. However, the capillary refill was less than 2 seconds, the mucosa looked good, and the patient was not experiencing any pain.  The following day, on (B)(6) 2024, the patient visited another provider who said that the patient's lips were good, but noticed that the capillary refill was sluggish. The doctor was not sure if it was due to the bruising so a third session of hyaluronidase (0.4 ml of hylenex) was injected, and the capillary refill went back to normal. Mucosa looked good, and the patient was not experiencing any pain.  On (B)(6) 2024, the practitioner noticed that the upper right quadrant of the lip, where the vascular occlusion occurred looked flattened but the capillary refill was excellent, and the bruise was resolving. Based on the resolution of the symptoms, the case was closed.